Event description:
(B)(4).

Manufacturer narrative:
Document review: gmk primary fixed tibial insert size 3 / 12 mm: code 02.07.0312fuc / lot 092265 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. Twenty-eight items belonging to this lot have been already implanted and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the event is device related.